Event description:
Procedure type: lobectomy. According to the reporter: two reloads misfired (staples did not form properly) on 2 branches of the pv (both on the "go" side). It was noticed on the go side that the staple line was not formed and was leaking blood along the staple line. The staples themselves did not look like they normally do, and oozed/squirted worse than ever. They opened up a regular #(B)(4) for the pa and it worked fine. To stop the bleeding the doctor used suture along the staple line. The case was extended by 20 minutes. There is tissue within the staple lines, which he resected. The surgeon over sewed the "stay" staple lines to stop the bleeding.

Manufacturer narrative:
(B)(4).